Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the receipt of information on 30 apr 2025 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Reference dfmea (B)(4) rev017 section 8.1.1. Device is damaged before use. - overall risk assessed as category iia (low risk). No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report following the receipt of information on 30 apr 2025 as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations by the district manager: I am reporting an issue with an ebus needle. The physician told me this happens frequently where the sheath moves and does not stay visible despite being locked in place. I am in the case and saw it today. No patient impact reported. The following was received on (B)(6) 2025. 1. Confirm the acct: (B)(6), 2. Contact at facility and contact info: dr. (B)(6), 3. Is an acknowledgment letter (formal notification of the complaint being received) required? No, 4. Is any account action needed (credit, no charge replacement, no action, investigation results, etc.)? No, 5. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) No, 6. Is the device available for return? No, 7. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Lungs; 4r, 7, 11, 8. Please describe the size of the intended target site. Do not have exact size. 9. Was gaining access to the target site difficult? No 10. Was puncture of the targeted site difficult? No 11. What is the scope manufacturer and model number that was used? Olympus 12. Was the scope recently service/repaired? No 13. Was the device used in a tortuous position? No 14. Was the device damaged in packaging before removal? No 15. Was the device damaged on removal from packaging? No 16. Was force required to remove the device? No 17. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Before case, during case; told me he always has to readjust sheath. Did not adjust and was unable to see it. 18. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no 19. If no with the device in question, how was the procedure performed and/or finished? With our needle. No issues but just documenting the sheath situation 20. Did the patient require any additional procedures as a result of this event? No 21. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a 22. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No